Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d9. Investigation ¿ evaluation: as reported, the cook bakri postpartum balloon with rapid instillation components¿ tubing became detached from the balloon during treatment of a postpartum hemorrhage. The device was examined prior to use and the entire device was connected. However, when positioning the balloon, the head nurse noticed that the tubing had become detached from the balloon. The defective balloon was set aside and replaced with another device. The replacement of the device caused a delay in care. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to cook for evaluation. Therefore, no physical examinations could be conducted. The customer has stated that the device will be returned and provided tracking information that shows pick up was attempted and failed a month ago. No updated tracking information has been provided since then. If the complaint device is returned for evaluation, the complaint investigation will be reopened and updated accordingly. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: - 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, no product returned, and the results of the investigation, cook has concluded a definitive cause could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: phone: (B)(6). E3: occupation: assistant pharmacist h3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the cook bakri postpartum balloon with rapid instillation components¿ tubing became detached from the balloon during treatment of a postpartum hemorrhage. The device was examined prior to use and the entire device was connected. However, when positioning the balloon, the head nurse noticed that the tubing had become detached from the balloon. The defective balloon was set aside and replaced with another device. The replacement of the device caused a delay in care. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.